Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Customer stated that the device restored to normal after restarting the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head has intermittent image when the device is shaken. The image was resolved after restarting the device. The issue was found during reprocessing. The intended procedure was unknown, however, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no faults to the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.